Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) graph was not displaying cgm trends, and there was no connection between the transmitter and pump. Reportedly, the connection resumed. No additional patient or event information was available. A root cause could not be determined.